Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The patient had participated in a successful trial phase with nalu prior to the implant. The patient was also an active participant in choosing the location for the implant per a wear study performed with nalu. The implantable pulse generator (ipg) was placed in the lower back area at the patient's chosen location, however the patient later reported discomfort at the site and requested explant. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
The patient is reported to have a very high bmi and uses a back brace over the location of the nalu implant. Despite participating in a wear study and choosing the location for the implant, the patient later reported that the use of the brace over the implant caused the leads to be uncomfortable. The patient reports receiving good therapy from the system, but that the discomfort outweighed the relief. It is possible that the amount of lead coil was different between the trial and permanent implant, thus causing a false sense of comfort during the trial phase. Additionally, the wear study is primarily for identifying the location of the ipg and thus the external wearables. During the wear study the leads are not addressed. The location of discomfort for this patient is specifically noted to be at the lead coils. Patient use of a back brace at the site was an unanticipated comfort factor in placing the implant.